Manufacturer narrative:
The manufacturer received information alleging an issue with the waveform readings on the display. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. There was no occurrence record of an error indicating the device failure remaining in the log either. Performed final test, battery check, valve check and confirmed software is up to date. The device was found to operate and alarm as designed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue with the waveform readings on the display. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.